Manufacturer narrative:
It was reported that the magnet was replaced on (B)(6) 2018.

Manufacturer narrative:
This report is submitted on (B)(6) 2018.

Event description:
Per the clinic, the patient experienced a magnet dislodgment subsequent to undergoing an MRI scan (tesla strength unknown). Revision surgery to reposition the magnet is scheduled; however, yet to occur as of the date of this report. The implanted device remains.